Manufacturer narrative:
The customer¿s biomedical engineer (bme) examined the au5800 chemistry analyzer and performed a manual bleach clean. The bme replaced the buffer valves for both cells due to buffer valve failure and the roller pump tubing due to leaking from the bottom of the peristaltic tubing. Bme primed instrument, performed calibration and precision run with no issue. Beckman coulter service was not requested. The issue was resolved by replacement of the roller pump tubing and buffer valves. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided patient results generated on (B)(6) 2023.

Manufacturer narrative:
The customer¿s biomedical engineer (bme) examined the au480 chemistry analyzer and performed a manual bleach clean. The bme replaced the buffer valves for both cells due to buffer valve failure and the roller pump tubing due to leaking from the bottom of the peristaltic tubing. Bme primed instrument, performed calibration and precision run with no issue. Beckman coulter service was not requested. The issue was resolved by replacement of the roller pump tubing and buffer valves. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided patient results generated on (B)(6) 2023.